Event description:
The customer reported that during a hepatitis core assay, a sample barcode was read was misread. Customer also reported a second sample barcode was misread summit sample handler, was in use. No death or serious injury was associated with the event. An ortho field service engineer was dispatched.